Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the device was received at service center and evaluated. The reported condition loose cannot be confirmed. However of inspecting the device further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed as per the service report. Short circuit in the motor cable motor cable replaced, resistance value out of specs: hand control set replaced. The root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03-16-2017 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service and to be repaired. The shaver has a loose connection. No further information available.